Manufacturer narrative:
The rotaflow drive was investigated by emtec. The error was reproducible. The cause was a due to a short circuit inside the coaxial sensor connector. Therefore the rfd connection cable will be exchanged. Additional defect was noticed. An oxidation of the sensor ceramic surface was noticed because the seal to the inner part of the sensor was destroyed by third and corrosive fluid (disinfection fluid) could penetrated. Therefore the flow sensor will be exchanged. The complete function and final test will be performed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handles through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).the device will be returned by (B)(6) for further investigation.a supplemental medwatch will be submitted after new information has been received.

Event description:
It was stated that a tx/rx error on the rotaflow drive occurred. The error happend during maintenance. No patient involvement.(B)(4).